Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that after dismantling the shunt sensor, it was noted that it had leaked. Occurred after cardiopulmonary bypass surgery. No harm to patient.